Event description:
Additional information was received 27august2019: the procedure performed was an active balloon angioplasty of the ostium in the artery. The procedural sheath size was a 6fr. There was a pre-angioseal gram performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide information to the d4 section, to provide the device return date in the d10 section, to update the h3, h4 section and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. A kinked arteriotomy locator, hemostasis sheath, guidewire, and the completely sealed angio-seal vip device were returned. Visual inspection revealed that there were kinks identified at the blood inlet hole of the arteriotomy locator. No damage or deformation was noted with the returned hemostasis sheath. There were no signs of use of angio-seal vip device. No other visual anomalies were noted. For dimension testing, the outer diameter of the arteriotomy locator was measured to be 0.0908". All measurements were within the manufacturing specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that when opening the angio-seal package, they noticed applicator of the arteriotomy locator.